Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41786. The event occurred before patient use.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. Review of event history log found system fault 41,786 occurred. No relevant service history found within review period. Probable cause was coin cell battery charge depleted. Charged pump for 3 days. Performed verification testing and device passed all testing requirements.